Manufacturer narrative:
The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the pump sounded a double beep with the cassette. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as when the device was plugged with a cassette and powered up for ten minutes, there was no double beeping. The battery loss alarm test was performed and passed. Root cause of the reported issue is unknown since the reported issue could not be duplicated however, the downstream occlusion sensor will need to be replaced due to the multiple error codes found in the event log. Replace the downstream occlusion sensor. The product is beyond 9 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, h4: correction: device manufacture date: 08-jul-2013.